Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer encountered universal surgical manipulator (usm) 4 error 23118 at start up. Multiple power cycles were completed, but the same error returned. All 4 usms were needed for the case. The case had not started yet and the room was being set up. A hard power cycle was completed, but the error returned. The caller notified the surgeon and would call back if needed. The caller was not sure at the time if the system would be used. Afterward, an intuitive surgical, inc. (Isi) representative called in while the case was in progress to inform that the robot had been swapped out and a robot from system sq1857 to continue the case. The procedure was converted to another da vinci system with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) 4 successfully. The fse successfully completed the majority of the usm calibration tests without issues (set up joint (suj) gravity, usm friction, flex cal). The issue was encountered during the usm bubble calibrate tests. The fse worked with technical support to determine that due to several other errors in the robot armnet 5 that were not present prior to the repair, the fse unable to complete the necessary tests to finish the usm replacement workflow. Although the usm error reported from the customer complaint was no longer appearing, the system was now showing a different set of errors indicating ac_5e and ac_5f nodes were not visible or recognized by the robot. The fse attempted to reprogram the system again, but this did not resolve the issue. The fse reprogrammed and hard cycled several times, but the issue persisted. When booting up the system both in normal mode and in maintenance mode, 297 and 30108 errors consistently occurred. The errors had rendered the robot a down system with usms, column, and boom movements inaccessible. Additionally, during one of the reboots while moving the robot, an 41081 error occurred. The recommendations from technical support were the to perform further fiber troubleshooting and determine the source of issue for the armnet 5 gantry. The fse replaced the usm. The fse reseated all acp boards and reprogrammed console 1. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the reported problem of error 23118 on yaw was replicated, but intermittent. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a patient side cart fixture test platform (pftp) and passed all relevant testing within specification. The unit was then moved to a system where it was able to start in normal mode, but triggered error 23118 when pressing the instrument clutch button and this was repeated multiple times with the same result. After link 1 cover was removed, the unit was able to start in normal mode and all its functions were able to be used as intended. After about 5 power cycles the unit eventually triggered error 23094 which is related to the error 23118. Failure analysis concluded that the root cause of the reported event was the inconsistent electrical connection between aca and the yaw motor module as the extra cable loop rests on the inside of the link 1 cover and got repositioned when the cover was removed. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.